Event description:
Prytime is filing this report with an abundance of caution due to the presence of the reboa catheter in the bloodstream, which may have contributed to thrombus formation requiring a thrombectomy for treatment. A patient was involved in a motor vehicle collision, unrestrained, suffering multiple fractures in both legs. The patient was hypotensive at the scene. The patient was administered 4 units of blood product on the way to the hospital. Upon arrival at the hospital the patient was hypotensive, given more blood product, but remained hypotensive. The decision was made to use the reboa catheter. The 7 fr introducer sheath and catheter were placed on the patient's right side. The catheter was in the vessel for approximately 1.5 hours. After use of the catheter, a thrombus was identified in the right leg and a subsequent thrombectomy was performed. Patient had good flow in the right leg after the thrombectomy and the patient remains alive. Upon investigation of this incident, the presence of the reboa catheter within the bloodstream could not be ruled out as a potential contributor to the development of the thrombus. The injuries to the patient's leg were also identified as possible contributing factors. There was no reported or alleged failure or deficiency with the prytime products or labeling.